Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified veterinary surgical procedure, it was discovered that the small battery drive device was working inconsistently. It was further reported that it was difficult to insert and attach the oscillating saw attachment device to the handpiece device. According to the reporter, when the device was cooled, it sometimes worked. However, the device did not work when it became hot. It was further reported that the device seemed to have a connection issue. The device worked sometimes and then it stopped working. The reporter stated that the issue was dependent on the way the device was being held and if it was hot or not. There was minimal delay to the surgical procedure. However, the duration of the delay was not specified. It was not reported if spare devices were available for use. There was no human patient involvement as the devices were used in a veterinary procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was used with a small battery drive device. The two units were tested together and the small battery drive device was found not to be working. A visual and functional assessment was performed on the device which found that the unit passed pre-repair diagnostic assessment. It was determined that no issues were found. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.